Manufacturer narrative:
The patient continues to be monitored remotely by the physician. The device is functioning appropriately with intermittent high impedances in both the ra and rv. No artifact has been recorded since the programming changes. The physician plans to follow-up with the patient next month.

Manufacturer narrative:
Additional information received indicated the patient was brought in and defibrillation threshold (dft) testing was performed. Vf was successfully converted with a 21 joule shock. Pacing threshold measurements were within normal limits. The high pacing impedance measurements greater than 3,000 ohms were unable to be recreated, but the pacing impedances remained intermittent on daily measurements. The physician planned to continue to monitor the patient remotely. No additional intervention was planned at this time.

Manufacturer narrative:
Additional information received from the local field representative indicated that the respiratory feature was turned off. The patient was checked the next day and there were no episodes related to the noise that was previously seen. The patient planned to see their physician for additional follow-up. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial (ra) and right ventricular (rv) leads. It was reported that this patient was not pacemaker dependent and it did not result in any pacing inhibition. Pacing threshold measurements and impedances were also variable. There were some pacing impedance measurements that had exceeded 3,000 ohms. Boston scientific technical services (ts) recommended turning off a feature related to the patient's respiratory rate. Ts also recommended setting up the patient for remote monitoring.

Manufacturer narrative:
Additional information was received that the right atrial (ra) lead impedances continue to be intermittently out-of-range, greater than 3,000 ohms. However, the right ventricular (rv) lead impedances have been within the normal range between 600-700 ohms for the last several weeks. The threshold measurements and sensing were satisfactory on both leads, and there was no noise on any of the recent episodes. Boston scientific technical services (ts) suggested continued monitoring at this time. This product remains in service. No adverse patient effects were reported.